Manufacturer narrative:
This report is submitted on may 01, 2018.

Event description:
Per the clinic, subsequent to an unsuccessful initial insertion, the surgeon attempted to reload the electrode using the sheath. As the surgeon attempted to reload the electrode, it was found that the electrode was not straight and during the insertion, the nub broke away from the sheath. Subsequently, the surgeon removed both the implant and the sheath material. The patient was successfully implanted with the back-up cochlear device with no other complications reported.